Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for mobile system 1, medwatch with identifier (B)(6) is for mobile system 2.

Event description:
Caller reported blood glucose results of 319 mg/dl on mobile system 1, 119 mg/dl on mobile system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.